Event description:
It was reported to merit medical systems, inc. (B)(4) site, "I spoke with (B)(6) in the materials department. He was calling about a peelaway sheath part number (B)(4), lot hls-1008. The account number is (B)(6), it is (B)(6). The details are that the sheath broke off in the patient during the procedure and the sheath fragment needed to be retrieved from the patient. After the piece was retrieved the procedure continued and was completed successfully."

Manufacturer narrative:
Device history review for lot number s32008 showed that proper materials and methods of manufacturing were used and no excursions were noted. Complaint sample is unavailable for evaluation; it is being retained by the risk management department of the end user. Attempts to gain additional information, have been unsuccessful. If additional information becomes available, a follow-up MDR will be submitted.